Event description:
It was reported that hls 7050 kit was damaged (upper cover of the strile kit has 2 holes) which compromise the sterility of the item. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation of the manufacturer is ongoing. (B)(4).

Manufacturer narrative:
The reported event occurred in saudi arabia. The following complaint information was provided to maquet cardiopulmonary: "hls 7050 kit was damaged ( upper cover of the sterile kit has 2 holes) which compromise the sterility of the item" the returned product was technically investigated at the laboratory of the manufacturer. Hereby several different damages at the tyvek cover have been confirmed. The protective carton over usually lays over the intellipack tub was not returned by the customer. Two damages in the form of a dent and a hole were marked by the customer on the tyvek. The hole with inward breaking edges has an extension of 5.7 mm and lies above the table tray lying within the hls intellipack tub. The dent is 6.2mm long and overlies the tubing coming out of the table tray. After opening the tyvek, a whitening point in the table tray was documented directly below the hole. Thus the reported damages were located above the table tray and above the tubes coming out of the table tray. The damages were not caused by a movement of the hls module. According to the investigation results, the cracked edges of the hole pointed into the hls intellipack tub. The severity and form of the damage allows an external force to be applied to the tyvek as a possible cause of the error. Due to the form and extent of the damage, external contact with a separate object that does not belong to the product or its packaging can be assigned as a possible cause of the error. The production records of the affected hls set (batch# 3000240651) were reviewed. Following steps are performed with a 100 % inspection: packaging into intellipack, packaging check, sealing of tyvek cover. According to the final test results, the oxygenator with the serial#(B)(6) passed the tests as per specifications. Production related influences are unlikely to have contributed to the reported failure. Thus the reported failure "sterile kit has 2 holes" was confirmed but was most probable not contributed or associated by a product malfunction. The exact root cause remains unknown. When the event occurred, the device was not being used for treatment of the patient. The product was directly involved in the event. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending

Event description:
Complaint ID: (B)(4).